Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an intracranial hemorrhage on (B)(6) 2019 and never regained brain function. A decision was made to withdraw support and the patient passed away on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke and death could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator called in to inquire if we have received the explanted pump status for patient. Patient reportedly expired on (B)(6) 2019 due to intracranial hemorrhage and never regain brain function so a decision was made to withdraw support. The customer reported that the event was not equipment related. No further information was provided.